Event description:
It was reported a loss of therapeutic effect after a stress test and over stimulation sensation. Patient stated urine control was back to where it was previous to implant. Patient had a neurological stress test two weeks ago, and then two days after the diagnostic test she lost effect. Patient yet felt stimulation but differently. It was like she was having a painful orgasm. Patient never felt stimulation before. Now she was getting up five times a night. Patient noted she changed stimulation amplitude once but never got relief. When she was urinating and bent over the toilet was when she felt the "different stimulation" the most. Patient reported no falls/trauma before stimulation change. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had received assistance on (B)(6) 2012 and their concerns were resolved.

Manufacturer narrative:
Product ID 3093-33, lot# v464762, implanted: 2010 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).